Event description:
A customer reported a past event of high blood glucose levels, with the specific highest value being unknown but indicated as "high." Cause was not known. The customer resolved the issue by changing the infusion set and cartridge. Technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer agreed to this advice.